Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found all filar wires of the proximal coil fractured at 7.3cm from the connector pin. The damage found is consistent with cyclic stress.

Event description:
It was reported that the lead was explanted due to high lead impedance.